Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, a dissection was noted at the access site. Subsequently a percutaneous transluminal angioplasty (pta) was performed and a stent was place. No additional adverse patient effects were reported.